Manufacturer narrative:
Submit date: 5/11/2018. The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: one unit was identified during 100% inspection to contain a long hair inside the barrel of the syringe.

Manufacturer narrative:
Submitted 08/17/2018. An investigation was performed for the reported customer complaint: ¿one unit was identified during 100% inspection to contain a long hair inside the barrel of the syringe.¿ a review of the device history record (DHR) for lot no. 1730388164 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample, without original package or lot number, was received for evaluation. Visual inspection observed hair contamination on the syringe. The 12ml syringe, luer lock, p5m6k-080, is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. The reported customer complaint is confirmed. A root cause could not be determined. A complaint notification was sent to the supplier to initiate the investigation of root cause. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.